Manufacturer narrative:
Review of the submitted photos shows one photo of the back of the cuvette waste drawer with a blood stain on the metal part of the plate spring and another photo of the user's bandaged finger. The incident is related to user error -not using precaution as instructed in the operator manual. The investigation confirmed that there are appropriate cautions regarding the activities of removing cuvettes from the waste area of the instrument. Per the operator manual the cuvette waste container is properly labeled as "cuvette waste is biohazardous. Use precautions when emptying the cuvette waste drawer. Refer to local and state regulations for disposal of potentially hazardous materials". Acl top 750 las performed as intended with no malfunction and its labeling provides appropriate instructions and cautions to the user. Therefore, no remedial action is indicated.

Event description:
A complaint from japan was reported on 11/11/2024 regarding assy, system, acl top 750 las (part number 00000280035) that mentions that a staff member was injured by a part in the back of the cuvette waste box from instrument acl top 750 las sn (B)(6). When she removed the box from the instrument and put her hand on it, she cut her hand on the metal part of the plate spring on the back of the box. It was noted that because of the risk of infection, a sticking plasters was put on wound site and injured staff member will be also taking post exposure drugs to prevent against hiv virus for 1 month.